Manufacturer narrative:
The customer reported that the patient fell out of a totalcare bed and sustained a hip fracture. The customer also reported that the bed¿s exit alarm alerted at the bedside, but the bed was not connected to the facility¿s nurse call system at the time of the event. Details of the medical intervention required were not provided. Multiple attempts to obtain additional details of the required intervention were unsuccessful. The totalcare bed is intended to provide a patient support in health care environments. It is intended to be used to treat or prevent pulmonary or other complications associated with immobility, to treat or prevent pressure injury, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The bed is equipped with a bed exit alert feature which when engaged, will provide an audible and visual alert notification if the patient is attempting to exit the bed. This alert will enunciate at the bed as the primary notification. The bed can also be used in conjunction with a nurse call system, through the use of a communication cable, to route to and enunciate (visual and/or audible ) the event alert notification at designated communication devices (main console, dome light, mobile phone). The inspection of the bed by a hillrom/baxter technician found the bed and its components to be working as designed. In this event, the patient was reported to have fallen and sustained a fractured hip. A hip fracture is a break or crack in the femur (upper leg, femoral neck, or femoral head). The extent of the break depends on the forces that are involved. Treatment for hip fractures usually involves a combination of surgery, rehabilitation, and medication. The type of surgery used is primarily based on the bones and soft tissues affected or on the severity of the fracture. Although details regarding the patient and treatment for the hip fracture were not provided, surgery is almost always required to preclude permanent impairment or damage to a body structure, therefore it can reasonably be concluded that a serious injury occurred. The device inspection ruled out a malfunction and the customer reported that the bed¿s exit alarm alerted at the bedside. Additionally, the customer reported that the bed was not connected to the nurse call system at the time of this event, thus this event can be contributed to use error. If any additional relevant details are received the complaint will be addressed accordingly.

Event description:
The customer reported that the patient fell out of a totalcare bed and sustained a hip fracture. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).